Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot/serial number not provided.

Event description:
It was reported that the patient was receiving epoch. Field nurse reported that half of the bag of epoch was not infused at the time of bag change. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.